Manufacturer narrative:
Section b5 in previous report was incomplete and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient had open heart surgery and significant hypertension. No other clinical information was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Minor dust/dirt contamination on top and bottom enclosure, sd cover flip door, accessory module flip door, ui panel, blower box, blower, blower outlet seal, rear panel was observed. Unknown contaminate on p4 power connector, inside top and bottom enclosures, rear panel, and ui panel. A contaminate consistent with keratin was observed on the blower box. Investigation can confirm dust/dirt contamination in the airpath, likely from a source external to the device was observed and could confirm no evidence of degraded sound abatement foam. Section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop hypertension. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.